Event description:
This case concerns a 43 year-old male patient with imperforate anus and with a medical history of ileocecal resection, appendicectomy and a colostomy with reversal. The patient has been using peristeen for over 5 years with 3-4 pumps of the balloon. On (B)(6) 2023 following a balloon burst during inflation (at 3. Pump) the patient experienced a severe instant abdominal pain associated with perfuse sweating and nausea. The patient was hospitalized 3 weeks from the incident. CT scan confirmed an intra-abdominal perforation (extraperitoneal perforation), (no further details); patient was treated conservatively with antibiotics, recovered, and was discharged. No additional information required.